Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet

Event description:
The customer reported to vyaire medical that infant flow sipap when adjusting a flow of 8lpm and a pressure of 5cmh2o, after a while the pressure is rising and goes all the way up to 11cmh2o. The over pressure alarm switches on and the dump valve activates. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire complaint # (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the reported problem. During evaluation a bad connection of the ribbon cable was identified. The ribbon cable was replaced and software updated. Device passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is available.